Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was when they went to increase pts stimulation therapy levels but the pt did not feel anything even though it was on. During call caller was on group c and stimulation was turned on, the group only had 1 program and when they increase intensity the pt did not feel stimulation or tingling in their nerves like they normally did. The intensity was at 3.4 which is high and normally they would feel something by then. Caller went into group a and only had program 1, caller increased intensity and felt no change. Caller went into group b and it had 4 programs, they increased program 1 and 2 but the pt still felt nothing for there was still no change. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. [See (B)(4) for ac power supply issue]

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.